Manufacturer narrative:
Customer disapproved the service repair estimate. A local biomed cleaned and dried the airtrap and thermogard system is functional. No device service intervention from zoll was required.

Event description:
During ivtm set-up, customer reported that the thermogard ivtm system (serial #(B)(4)) was not recognizing the airtrap. Another thermorgard system was use to continue with treatment. No consequences or impact to patient was reported.